Event description:
While removing the radiolucent intergra mayfield head frame, one arm of the frame that holds two pins broke off (at the t-crossing of the frame). The pin that was in the skull pulled out and cut the pt skin. It had to be sutured.